Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to bench handling and analysis testing with no faults found. The device was recertified and returned to the customer. Review of the event clinical data showed multiple "life threat alarm: vf/vt" (lta) prompts. The waveform present showed a significant degree of artifact noise throughout this case. The artifact present likely triggered the lta red alarms and the user took the necessary precautions to ensure the patient was not in distress. None of the accessories were returned as part of this investigation. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "life threat alarm for vf/vt" prompt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.